Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease, delamination, an opening and brown particles. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified delamination in the diaphragm valve and a striated opening the anterior side. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure and a striated edge opening on anterior due to surgical damage.

Event description:
Patient called to report right side "pain, swelling" and "possible infection."